Event description:
A customer reported that during a procedure, the vacuum was not sufficient for the setting that was chosen. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and checked the doctor settings; no problems were found. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).